Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates in sections: g4, g7, h2, h3, h6, and h10. The device history record review confirmed that device there were no abnormalities, special adoption, or variations in manufacturing. Upon testing and inspection, it was confirmed the device yielded no image. The device failed a full inspection. This is attributed to a loose scope socket connector locking tab. This also caused the no image problem. The device did not have the latest software and switch. The device cable was fully functional. It is likely that the communication with the scope became unstable due to excessive force applied to the locking lever (video connector socket) and video connectors due to handling not according to directions. (E.g., the video connector was attached to the video connector socket without checking the ""up"" mark on the video connector, or with the locking lever in a vibrating position etc.). The instructions for use includes the following statements: images are not shown (video connector socket locking fails). · in important information ¿ please read before use of otv-s190 manual. Do not apply excessive force to this video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. · troubleshooting guide ¿ the endoscope, or camera head is not connected correctly. Connect the endoscope or camera head is as described in its instruction manual. See also section, connection of an endoscope¿ foreign objects, such as detergent remnants, hard water residue, finger grease, dust, and lint, are on the electrical contacts. Wipe the electrical contacts on the endoscope connector using clean lint free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the light source.

Manufacturer narrative:
Due diligence was executed for this event. The event date maybe (B)(6) 2020. Supplemental report(s) will be filed as the information becomes available. The device has been returned and a device evaluation completed for it. The device manufacture date is not known. The user¿s complaint was confirmed. Upon testing and inspection, it was confirmed the device yielded no image. The device failed a full inspection. This is attributed to a loose scope socket connector locking tab. This also caused the no image problem. The device did not have the latest software and switch. The device cable was fully functional.

Event description:
As reported for this event, during an unknown procedure the device yielded no image. Upon shaking the cable the image appeared and the procedure was completed. There was no adverse impact to the patient. In addition to this issue, when tested by the biomed, the latch of the connector was not locking. There were no bent pins visible.